Manufacturer narrative:
Device evaluated by manufacturer: the device sample is not available for eval. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the balloon cuff leaked when the physician tried to inflate the balloon cuff. No pt injury reported.